Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported vascular complications could not be conclusively determined.

Event description:
Related manufacturer reference: 2030404-2020-00044 2182269-2020-00058. The following was published in clinical cardiology in an article titled ¿procedural outcomes and learning curve of cardiac arrhythmias catheter ablation using remote magnetic navigation: experience from a large-scale single-center study" by li, xiang, et al., 07 may 2020 doi.org/10.1002/clc.23391. "Vascular complications occurred in four cases and were considered minor complications. A decapolar catheter and a bipolar catheter (st. Jude medical, inc., st. Paul, minnesota) were placed within the coronary sinus and at the right ventricle apex, respectively." The cause of the vascular complications remains unknown.